Event description:
It was found by the bench tech that the device has a pacing failure. There was no patient involvement. It was found by the bench tech that the device has a pacing failure the device needs a power pca. Upon conclusion of the evaluation, it was determined that the power pca requires replacement. It was replaced. The device passed testing and was put back into service.